Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation noted the reload was prefired. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the prefire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during the lobectomy procedure the device use did not fire and the jaws of the device locked on tissue. The surgeon was not able to squeeze the handle, but was able to press the green button.the jaws were removed from the tissue by opening the instrument . The patient is alive and has no injury. No additional information given. The device is expected to be returned for evaluation.